Event description:
It was reported that additional intervention was required. A platinum plus guidewire was selected for use during a cardiomems implant procedure. During the initial attempt, the physician lost guidewire position and withdrew the system to restart the procedure. A second attempt resulted in the same issue, prompting consultation with an interventional cardiologist. On the third attempt, the interventional cardiologist noted unusual resistance while advancing the delivery system through the sheath and was again unable to maintain guidewire position. The physician also noted that the patient had unique anatomy, including rapid narrowing of the pulmonary artery, which made it difficult to advance the guidewire beyond the target site and maintain stable wire position. Due to the repeated difficulty advancing the delivery system and maintaining guidewire position, the procedure was aborted. While retracting the system through the internal jugular access, the sensor detached from the delivery system and was unintentionally deployed in the superior vena cava. The team immediately upsized to an 18 fr sheath and successfully retrieved the sensor using a snare. There were no adverse patient outcomes, and the patient was transferred to recovery in stable condition.